Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The last refill before this event was on (B)(6) 2014. It was noted that the healthcare professional (hcp) had called the patient's family on (B)(6) 2014 and left detailed messages with the patient's mother and brother for the patient to return so the appropriate refill could be done. It was reported that the patient was brought in by his mother who was his caretaker on (B)(6) 2014, about five days after the pump was empty, without an appointment. The patient's blood pressure was 133/63, heart rate was 78, and pulse oximetry reading was 91. The family wanted the refill to be performed then. The hcp ordered the medicine that day, and stated that on the following day the pump could be refilled. When the patient's mother was unwilling to take the patient in for a refill the following day, the police were called. A critical alarm had been occurring and was confirmed by telemetry to be due to an empty reservoir. The patient experienced withdrawal and respiratory stridor as the patient's family reportedly failed to bring the patient in for their follow-up refill. The patient was reportedly "on evaluation" and so he was significantly distressed, had a muffled voice, was mildly short of breath, diaphoretic, and with a blood pressure of 131/94. The patient was exhibiting recurrent respiratory spasms and wheezing in addition to the stridor. Abdominal examination was soft, non-tender. Arrangements were made to have the pump refilled and the patient's care monitored. One drop of fluid was reportedly obtained from the pump prior to refill. The pump interrogation showed that the pump ran out of medication on (B)(6) 2014. The patient had a low reservoir and empty reservoir alarm which had both been neglected. The patient's new reservoir alarm date was (B)(6) 2014. The patient reportedly recovered without permanent impairment, however the doctor noted that they dismissed the patient from their medical and pump-related care after 30 days of additional services on an emergency basis for refill as the patient and caretaker were "persistently non-compliant". The patient was advised to see another local pump doctor. The patient's pump was intended to infuse gablofen.